Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer questioned inr results from 2 comparisons performed with coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. Based on the data provided, the results from 1 comparison are a reportable malfunction. The result from the meter was 5.1 inr. The result from the laboratory was 3.8 inr. The customer re-tested on the meter while in the laboratory and the result was 5.5 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer has no known impaired liver function and no kidney failure.

Manufacturer narrative:
The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
The laboratory method was stago neoplastin cl. The result from the laboratory was within 1 hour of the 5.1 inr result from the meter.